Event description:
A malfunction was reported on a pump, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted in resetting the pump, after which the malfunction code did not recur. It was advised that the customer continue using the pump and to call back if the malfunction code appears again, which the customer acknowledged and understood.